Event description:
It was reported the physician was using this coil to finish coiling an aneurysm in the anterior communicating artery (acom). In order to reposition the coil the physician attempted to resheath it; however, when the coil was half way inside the aneurysm and half inside the microcatheter, the coil broke. The physician pulled out the microcatheter and aborted the procedure. The remaining portion of the coil is firmly inside the aneurysm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for technical analysis. Boston scientific cannot conclusively determine the cause of the user's experience. However, the directions for use (dfu) for this product family states under the additional precautions & warnings section "if gdc repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil".